Manufacturer narrative:
Findings: unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and cracked end cap.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 214 mg/dl. Customer stated the whole bottom of the pump where the reservoir is located is push out. Customer stated the bottom of the pump was separating when she was pressing and holding act. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.